Event description:
It was reported that the patient sent a remote transmission that showed multiple auto mode switch (ams) episodes of noise. The noise inhibited biv pacing. Further lead testing was suggested. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.